Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that atrial lead noise and noise reversions with automated mode switching was observed on the atrial lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Final analysis confirmed the reported event of noise. A partial lead was returned in two pieces. The connector portion (a) measuring 7.2 cm and the distal portion (b) measuring 37.0 / 31.0 cm (outer insulation and stretched inner coil / outer coil and inner insulation). An external insulation abrasion was found on the distal portion b at 36.1 ¿ 37.0 cm from the distal tip proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The exact length of the abrasion could not be determined due to the outer insulation was separated in this region and the other portion was missing/not returned for analysis. The cause of the reported event was isolated to the external insulation abrasion which is consistent with friction to the device can. Other damages found are consistent with procedural damage.